Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right atrial lead was sensing r waves and pacing in the ventricle. It was suspected that the atrial lead had dislodged. No device intervention was performed. There were no adverse consequences to the patient.